Manufacturer narrative:
(B)(4). The device sample was discarded by the user facility. The results of the investigation are incomplete at the time of this report.

Event description:
The customer alleges that when performing the puncture to insert the guide, the tip ruptured. The catheter was replaced.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the guide wire and it did not reveal any manufacturing related issues. The probable cause of the guide wire kinking could not be determined based upon the information provided and without a sample. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges that when performing the puncture to insert the guide, the tip ruptured. The catheter was replaced.